Event description:
It was reported to boston scientific corporation on april 19, 2007, that four days after the placement of a wallflex enteral colonic stent in a male patient perforation complication occurred". The "patient died in 2007. "The stent placement procedure was completed successfully. On day four, the patient started with abdominal pain." A CT scan was performed and "a potential neoperitoneal perforation" was found. The physician performed a "hartman surgical procedure - sigma resection and colostomy with closure of rectal portion". The patient's condition after the surgical procedure included "respiratory failure, renal failure and sepsis due to peritonitis." The patient died in 2007. Procedure notes and autopsy results: - patient symptoms (before stent placement): nausea, vomiting and constipation. -type of tumor: intrinsic. Localization of stenosis/tumor: sigmoid colon. Indication for placing stent: bridge to surgery. Procedure done under sedation. Procedure time: 30 minutes. Degree of intestinal tortuosity: medium. Correct stent placing. Size and location of stricture: length of stenosis: 6cm/location: sigma. Patient diagnosis: adenocarcinoma & no metastasis. Patient had not been receiving (or previously received) chemotherapy prior to placement of wallflex stent.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The march 2007 15-month wallflex enteral stent complaint trend report, inclusive of all failure modes, was reviewed: no adverse trend was noted.